Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Initial reporter ¿ surgeon - ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03870 / 03871).

Event description:
Patient experienced a tibial fracture after the implantation of an ankle syndesmosis fixation plate to repair a fibula fracture. The component is still implanted in the patient.

Manufacturer narrative:
This follow-up report is being filed to report corrected information.

Event description:
It was reported that patient experienced a tibia fracture approximately 3 months post-implantation of an ankle syndesmosis fixation plate to correct a maisonneuve fracture. The tibia fracture was corrected with a cast; however, the fractured bone now has callus formation and bone adhesion observed.